Event description:
During a battery replacement it was discovered that the lead wires separated and exposed from the protective external translucent sheath. When the new generator was connected and diagnostics was performed, low impedance was observed despite troubleshooting. The surgeon then elected to reconnect the old generator to rule out a generator issue and low impedance was also seen on the old generator now. Then a visual inspection of the lead was performed. The surgeon decided not to perform a lead revision. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent a lead revision and the explanted lead was discarded.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information.

Event description:
Additional information received noting that the patient&#39;s lead was found to have a fracture. The patient had a CT scan done and it was noted that the fracture wire fragment is near the electrode in the left neck area. Also, the rep who covered the case noted that he did not observe the surgeon using any excessive or unusual force when removing the generator from the pocket that could&#39;ve led to the lead damage.